Manufacturer narrative:
The lens was returned outside the fully disassembled lens case inside a sealed non-company peel pouch. Solution was dried on the lens. The optic has scratches and scuff marks in the shape of an instrument used to grasp the lens was observed on the anterior and posterior sides of the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional that during intraocular lens (iol) implant procedure, when surgeon tried to place lens in the eye, a scratch on the lens was noticed. There was patient contact with the product. The surgery was completed with a back up lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).